Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the meter on the label did not match the serial number on the customer service mode of the meter. The meter displayed an e84 error, which is indicative of software error. When attempting to perform a control test, after inserting the contour next test strip into the strip port, the meter displayed an e84 error. The error log book also showed an e84 error. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the insulin pump. The cause of the issue was due to a software error.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. The model # was not provided. This event is related to MDR 1810909-2019-00545.

Event description:
An advocate from (B)(6) reported that the customer's contour next link 2.4 meter was originally set to display contents of meter in finnish. The advocate stated that they were unable to select finnish language on the meter and the only available languages were english and spanish. Additionally, the advocate stated that the units of measurement had changed from mmol/l to mg/dl and previous readings could not be found in meter's memory. They were able to perform blood glucose testing. There was no allegation of an adverse event. Advocate was advised to return the meter for evaluation. Replacement meter kits were sent to the customer.